Event description:
It was reported that an error on programmer occurred when navigating to the atrial sense test. After reprogramming the device, it was possible to enter the atrial sense test normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.